Event description:
Additional information was received and indicated the lead appeared to be fractured possibly due to subclavian crush. A new lead was implanted.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 4194 implantable pacing lead (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported the right ventricular defibrillation lead impedance measurement was high. The lead was removed. No patient complications have been reported as a result of this event.